Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the on/off switch of the vavd controller is defective. The event occurred during treatment. The treatment was continued by replacing the unit with another device. No harm to any person has been reported. Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that the on/off switch of the vavd controller is defective. The event occurred during treatment. The treatment was continued by replacing the unit with another device. No harm to any person has been reported. A getinge field service technician (fst) was on site and investigated the affected vavd controller (serial# (B)(6). The fst could confirm the reported failure, due to a screw that came loose on the shaft of the on/off switch. The fst re-tightend the screw and tested the device successfully for full functionality. The most probable root cause for the reported failure "on/off switch defective" is a loose screw on the on/off shaft. According to the fst the screw was not secured with loctite. The product in question was produced in 2014-09-22. The review of the non-conformities has been performed on 2022-05-17 for the period of 2014-09-22 to 2022-05-17. It does not show any non-conformity in regard to the reported product and failure. Production related influences are unlikely to have contributed to the reported failure. In order to avoid of reoccurance of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the vavd controller service letter issue 01 / 10-02-02 vavd controller - inspection interval and servicing, the vavd must be inspected every 12 months, which includes to secure the screw with loctite for the n/off switch. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).